Event description:
Healthcare professional reported through clinical study that approximately 35 mos post implant the valve was explanted due to infective endocarditis. A mitral bioprosthesis was replaced at the same time but not identified as a hk ii valve. Both the aortic and mitral valves were replaced with hancock ii bioprosthetic valves. No product was returned for analysis however a pathology report was sent.